Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Reason for return was not confirmed. Investigation conclusion: complaint was not confirmed for elevated co2 values (poor gas transfer). Performance testing was unable to replicate the occurrence and the device performed as intended. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. Potential contributing factors include patient or clinical condition at time of bypass, protein build-up, platelet activation, temperature extremes, low heparin protocols, or variability in heparin potency causing a faster decline in anti-coagulation than anticipated. A functional failure of the o2 blender or a leak in the sweep gas flowing between the blender and the oxygenator could have resulted in the conditions described. Review of the shared pump records show a decrease in o2 occurred along with the increase in co2. Switching to directly connect an oxygen tank gas source reversed the trend in pco2/po2 values and began correcting the issue. This is more indicative of a loss and restoration of sweep gas flow than it is of a loss and restoration of membrane diffusion dysfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the first abg within 15 minus after initiation of cpb showed an elevated co2 that was resistant to change over time despite increasing the sweep gas. With sweep gases in excess of 10-12lpm, co2 creeped up into the 60s <(>&<)> 70s. After the customer connected the oxygenator directly to an o2 tank, the co2 issue seemed to resolve but later climbed prior to the end of the case. The patient endured prolonged periods of elevated co2 levels during cpb as a result of not being able to reduce them with sweep gas through the fusion. However, the patient did not experience any obvious injury after the case.